Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the tip od measured was within specifications. The stent was badly damaged; several rows of proximal struts were bunched together and misaligned. This type of damage is consistent with the stent meeting resistance during the withdrawal from the patient. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. The hypotube was kinked 8mm distal to the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. Solidified contrast medium was visible in the inflation lumen indicating the device was prepped for use. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that crossing difficulty was encountered. The 80% stenosed target lesion was located in the left anterior descending artery. A 2.25x24mm promus element ¿ drug eluting stent was selected and advanced to treat the target lesion but was unable to cross. The procedure was completed with a different device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed stent damage.